Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the internal gasket ripped. Another trocar sleeve was pulled to continue with the case. There was no consequence to the patient.